Manufacturer narrative:
Omit: a0721 - circuit failure (1089), c02 - electrical problem identified, d02 - cause traced to component failure, g02005 - circuit board. Correction: unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the report of loose components was confirmed on three (3) of the five (5) returned syringe modules and was found to be a loose screw that secured the drivetrain assembly to the front case. ¿ the internal inspection identified three syringe modules having the reported loose component and was found to be loose screws which secured the drivetrain assembly to the front case. ¿ the loose screw(s) were then screwed into the inserts securing the drivetrain assembly to the front case. There was no observation of damaged inserts or cross threading observed. ¿ ¿ two of the returned syringe modules found no loose components or screws within the case. ¿ the age of the five (5) returned syringe modules were approximately four (4) years old. ¿ an examination of the remaining screws that secured the drivetrain assembly to the front case found they required some additional torque to reach 6 inch-lbs. ¿ the torque specification for the five (5) drivetrain securing screws is 6 inch-lbs. Of force (syringe/pca module technical service manual, release date 2022-09, page 5a-31 table 5a-2). ¿ complaint data analysis performed on complaints of loose screws found 14 complaints from a population of 216,936 syringe modules and pca modules. ¿ the complaint review board meeting (march 2023 covering february data) there were no elevated z scores related to the reported complaint. ¿ per bd alaris system user manual addendum (release date 2022-09, page 55), ensure that the bd alaris system remains in good operating condition and visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. ¿ the devices were reported with no patient involvement. Root cause: the root cause of the loose component was identified to be loose screws within the case on three (3) of the five (5) returned syringe modules. It could not be determined why or how the screws became loose; however, it was noted that the devices had been opened after manufacturing. Note that this report lists imdrf annex a0401, g02017, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was loose component inside syringe module. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was loose component inside syringe module. There was no patient involvement.